Event description:
It was reported that on (B)(6) 2010, the patient presented with unstable angina. The index procedure was performed to treat a lesion in the distal left anterior descending (lad) artery. The promus stent was implanted and the residual stenosis was 0%. The patient was discharged the next day. On (B)(6) 2011, the patient presented with chest pain triggered by exertion, which was reported to have been occurring three months prior to the visit. The chest pain is relieved by nitroglycerin. Cardiac catheterization revealed a 95% stenosis in the mid distal lad and an 80 % stenosis in the mid rca. The patient underwent a successful percutaneous transluminal coronary angioplasty stenting with a drug-eluting stent in both the mid distal lad and mid rca, and was discharged the same day. The company assessment for this case is as follows: the event of chest pain and additional intervention is serious, anticipated and definitely related to the study device. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis are known potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.